Manufacturer narrative:
Event date is estimated. During the processing of this incident attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. Manufacturer representative met with the patient and troubleshooting indicated the ipg has reached its end of life. The device possible reached end of life prematurely. Patient is to consult with physician as the next course of action.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.